Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, the advisory device could not be interrogated. The patient has not transmitted since july, at which point the device longevity estimate was projected around four years. The physician suspects that the device battery depleted prematurely. Device change out was discussed and the patient is currently stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information indicates that the device was still unable to be interrogated. The physician explanted and replaced the device and the patient was stable following.